Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper and lower abdomen and flanks on (B)(6) 2018 using cooladvantage (no further details) who developed paradoxical hyperplasia (pah/ph) of the abdomen and flanks onset (B)(6) 2018 and was diagnosed on (B)(6) 2019. Pa-c put the patient on steroids on dec2018 and patient also had sculpture of the areas at another practice (B)(6) 2019 without any discernible change (B)(6).

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper and lower abdomen and flanks on (B)(6) 2018 using cooladvantage (no further details) who developed paradoxical hyperplasia (pah/ph) of the abdomen and flanks (onset (B)(6) 2018) and was diagnosed on (B)(6) 2019. Pa-c put the patient on steroids on (B)(6) 2018 and patient also had sculpture of the areas at another practice (B)(6) 2019 and (B)(6) 2019 without any discernible change (B)(6).